Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The representative later provided that the pump was replaced on (B)(6) 2015 with a new 8637-40. The patient was doing fine and receiving effective therapy after the replacement. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (10 mg/ml, 11,711 mcg/day) via an implantable infusion pump. The indication for use was not noted. The pump had a motor stall and the patient experienced withdrawal symptoms. No electromagnetic interference (emi) could be identified as a possible root cause. The issue was identified through the alarm of the pump and logs were checked. Per the logs, a motor stall occurred on (B)(6) 2015 at 11:38 and the stopped pump period may exceed tube set occurred on (B)(6) 2015 at 11:38. The elective replacement indicator (eri) was noted as 3 months. A device replacement was planned for (B)(6) 2015. As of (B)(6) 2015 the issue was not resolved. The patient status at the time of the report was "alive - with injury". More information would be obtained, by the rep, from the hcp on (B)(6) 2015. The results of the replacement surgery were not noted and were requested. If additional information is obtained, a follow-up will be submitted.

Manufacturer narrative:
The pump had been infusing in a flex pattern with a basal rate of 419 ug/hr. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.